Event description:
It was reported that a vio 3 two-pedal footswitch was involved in a patient incident during a colonoscopy to remove a polyp. The footswitch was used with an erbe electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (s/n) (B)(6)]. No other information was provided regarding any other accessory or the esu settings employed during the procedure. Per the complainant there was unintended continuous activation of the footswitch during the procedure. The report stated, "even after releasing the footswitch, the activation did not stop." This resulted in a 4mm perforation in the intestine which was closed with a clip. The patient was given an antibiotic infusion and returned a few days later. A blood sample was taken, and a CT scan was performed.

Manufacturer narrative:
The involved erbe esu and two-pedal footswitch were thoroughly inspected and tested as applicable. The evaluation was as follows: esu the generator was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. No problems were found with the esu that could have caused or contributed to the incident. Two-pedal footswitch the functional check found "the membrane of the coag foot pedal got stuck and triggered continuous activation." During the functional check of the coag pedal's pushgate, the contact plate no longer lifted itself from the contact surface. In conclusion, the continuous activation of the esu was the result of the activation element (pushgate) no longer lifting off the contacts or the magnetic plate. The exact cause of the mechanical switching element failure could not be determined. No anomalies were found in the device history record (DHR) of the esu or footswitch.